Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events which appeared to be consistent with a potential issue with the driveline (dl); however, evaluation of the returned driveline did not confirm any wire damage that would have contributed to these events. The submitted log file captured several low speed and pump stop events between (B)(6)2023 and (B)(6) 2023 while the patient was connected to either the mobile power unit or the power module. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. The patient was placed on an ungrounded cable and a distal end dl repair was later performed on (B)(6) 2023. The distal end of the dl was returned, measuring approximately 16¿ from the controller connector. Electrical continuity testing of the replaced dl, in the condition that it was received, found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Incidental finding: damage to the silicone bend relief and outer jacket of the driveline was observed. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D9- the percutaneous lead was received only on (B)(6) 2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a potential driveline fault alarm. The patient presented with pump speed drops and a few low flow alarms. The patient stated that those alarms only occurred on the mobile power unit (mpu) and not on the batteries. Once in trauma, the patient was placed on an ungrounded patient cable, no alarms nor speeds changes occurred after this. A short to shield was suspected to be the cause of these events. An external driveline revision was been scheduled for (B)(6) 2023. It was later communicated that an external driveline repair was performed, and no alarms or unusual events had been noted since.